Event description:
It was reported that following generator replacement surgery on (B)(6) 2013, the vns patient¿s device showed high impedance. The patient underwent lead replacement surgery on (B)(6) 2013 but the patient¿s device continued to show high impedance. Further follow-up revealed that the patient¿s device showed lead impedance within normal limits on (B)(6) 2014. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Review of the available programming and diagnostic history showed high impedance was observed on (B)(6) 2013.

Manufacturer narrative:
(B)(4).